Event description:
Piece of carb-bite insert broke off of needle driver. The missing piece was discovered when the instrument was being prepared in the sterile processing department. Pt x-ray was taken and was clear for foreign bodies.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.